Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen, care link pro, and the history reports. The care link and the history files showed the blood glucose meter activity on (B)(6) 2016. However, the report shows no bolus program activity or delivery. Unable to confirm if any manual bolus was programmed or delivered by the user on (B)(6) 2016 due to an overwritten event history file. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6), 2016 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer was fatigued. Customer was hospitalized due to diabetic ketoacidosis. Customer was not wearing insulin pump at the time of hospitalization, customer was off of insulin pump therapy for one day prior to hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined to check settings. Insulin pump was showing an open circle. Insulin pump would be replaced per nurse's request.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.